Event description:
It was reported that the patient presented for a scheduled generator change. Upon interrogation, the right atrial (ra) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.